Manufacturer narrative:
Dentist should have consulted IFU j8000.0234 to prevent this from happen. No product problem detected.

Event description:
Implant fell of transport system prior to implantation.